Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that a tibial nail insertion via suprapatella entry point was performed at the end of this procedure it was noticed under theatre x-ray that the product protection sleeve, for nails 8 ¿ 11 mm, flexible, long, sterile was positioned lower than expected relative to the proximal tibia. Then this product was removed from the patient but was confronted with the fact that the product had disassembled and it's inner metallic liner had become lodge into the patient's proximal tibia- somewhat wrapped around the tibial nail but also within the tissue space between the patella and the femur. Several attempts were made trying to remove the metal sheath with instruments from the hospitals general orthopedics setup. Eventually the metal was removed with a heavy set of needle holding forceps. The product was then visually assessed after the surgery and sent off to be cleaned and thermally sterilized with the intent of returning it to depuy synthes for investigation. There was surgical delay for 15 minutes and more. The procedures was successfully completed. Fragments were not generated. There were other medical intervention(eig x-rays, additional procedures, prescription, otc revision). Multiple in theatre x rays to confirm removal of metal. This report is for one (1) protection sleeve f/nails ø8-11 flex lon. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.043.033s, lot: 10273034, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 07 oct 2021, expiration date: 01 oct 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the protection sleeve f/nails ø8-11 flex lon was found broken in two pieces. The broken fragment was returned. Additionally the inner metal sheet was found bent in different areas from the tabs. No other defect was found. A dimensional inspection for the protection sleeve f/nails ø8-11 flex lon was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex lon would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Part: 03.043.033s lot: 10273034 manufacturing site: (B)(4). Supplier: gemü gmbh release to warehouse date: 07 oct 2021 expiration date: 01 oct 2026 if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.